Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-extension, model: sc-3138-35, serial: (B)(6), batch: 7088643.

Event description:
It was reported that during the implant procedure, the physician attempted to cut scar tissue that developed around the lead and lead extension of the spinal cord stimulator (scs) system to loosen it. The physician was unable to remove the lead extension and decided to cut and explant both the lead and lead extension. The devices will not be returned for analysis as they were discarded by the facility.